Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call sensor glucose and blood glucose differences and has received unexplained alarms including threshold suspend and change sensor. The customer's blood glucose reading was 240 mg/dl and 60 mg/dl for sensor glucose. Troubleshooting explained sensor glucose and blood glucose to customer and advised customer on proper insertion techniques. The customer indicated that the sensor and cannula were bent. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test, the sensor passed per specifications also, performed bicarbonate buffer test and the sensor failed with low readings. A visual inspection found the cannula was bent; unable to confirm customer received sensor in said condition due to customer returned sensor opened and used.